Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the stylet was unable to be removed from the atrial lead. The lead was explanted and replaced with laser removal. Upon removal, a piece of the lead remained embedded in the heart tissue. The patient condition was stable post procedure.

Manufacturer narrative:
A stylet insertion test could not be performed due to the condition of the lead.